Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator logs confirmed the reported technical error code. The dc/dc & standard connector pcb (printed circuit board) was replaced and returned for investigation. A visual control of the pcb found a burned component. Due to short circuit damage, further investigation of the pcb could not be performed. The reported technical error code was most likely generated due to an anomalous dc/dc & standard connector pcb. How the damage occurred has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).